Manufacturer narrative:
Evaluation codes updated. - attachment: [19070913fdatimingletterupdates.pdf].

Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to prosthesis dislocation. Component not revised: cotyle "anca" avec trous a/revet. Hap 50, ppr67250, lot u0668551. Tige "anca fit?" Rev. Hap 1/3 proximal 12d, ppr67608, lot t11129538. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte, ppr67510, lot u09112683.